Manufacturer narrative:
(B)(4). On the initial MDR it was reported that the receiver initialized without a manual restart. Upon further review of the complaint, it was determined that there was no allegation of an initialization without manual restart. Instead, the user reported that a "system check passed" message was received. The "system check" is a design feature that may be an annoyance to the user but does not pose a risk of injury. The screen is accompanied with a vibration and audio alert every 5 minutes and will continue to alert until the user acknowledges the system check screen by pushing the [select] button. Once the system check screen is acknowledged, the normal user interface with the trend screen is visible to the user. Risk to the user from "system check" is negligible and does not constitute a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.